Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
During preparation for the procedure, when opening the sterile packaging, it was noted the laser fiber broken in half and introducer sheath was deformed/kinked. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch evlt fiber. A visual evaluation of the disposable device noted the fiber was fractured. The customers reported complaint of the fiber was broken is confirmed. A review of the returned sample shows the glass core at the break of the fiber is relatively flat indicating that the fiber broke under a low level of stress. Although the complaint is confirmed, an exact root cause of the failure cannot be determined. The fiber material was either adversely affected by handling during the procedure which weakened it or there was an inherent flaw in the fiber glass core which resulted in a break when handling the fiber assembly. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).